Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen by their pa. They indicated that the cause of the issue was likely a progression of the patient¿s urinary disease. The cause was not determined ¿as of yet¿. The issue was reported as not resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that that the patient stated that their ins ¿does not work¿. They were unable to clarify the ¿does not work¿ issue. It was noted the patient was to have an MRI of the brain. No symptoms reported in the event. There were no further complications reported or anticipated.